Event description:
It was reported during a procedure, the head support collapsed and the patient's head was left unsupported, but did not fall backwards. It is further reported by the anesthetist present that when the head support is adjusted, it appears the locking screws are not locking to place. No adverse events are reported.

Manufacturer narrative:
Na